Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's battery charger would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause for the power-up failure was isolated to a defective u104 pxa processor on the battery charger pca board. The root cause for the defective u104 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.